Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire became tangled and got stuck. The procedure was completed using another of the same device. There were no patient complications.